Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 2.8mm). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -6.5/+3.00/104 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting. On (B)(6) 2023 the lens was exchanged with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown and the device did not fail to perform as intended.